Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had off no power and blank display. The customer's blood glucose level at the time of incident was 487mg/dl. The customer states they had not treated for highs yet; all they had available was the pump. Troubleshoot was conducted. The customer was advised to change out the battery. The customer is being sent replacement battery cap. The customer was advised to monitor the device and call back if issues persist.